Event description:
According to the info received, a user reported that he had a scratching sensation when he inserted a catheter. When he withdrew the catheter there was blood. The user reported that visually the catheter looked okay. He did not seek medical treatment.

Manufacturer narrative:
Forty-four samples were received for testing. The product was inspected and no defects could be found. Based upon the product testing, this complaint could not be confirmed as reported.